Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2019 with the following findings: a review of the black box showed frequent low battery warnings. The pump electrical current draws were within specifications. The battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was alleged that the battery life was short and there was an alleged battery compartment crack. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.